Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they went from a "38dd to a 36 and having some issues with the same lymph node that started it". Device remains implanted. This record is for an unknown side.

Event description:
Patient reported that they went from a "38dd to a 36 and having some issues with the same lymph node that started it". Device remains implanted. This record is for an unknown side.